Manufacturer narrative:
Technician found that the head of bed function was not responding on both siderails, or manual head function. Replaced the manifold to resolve this issue. Bed located in ICU.

Event description:
Information received that the head of bed will not go up. No injury reported.